Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint was confirmed based on review of the archive data. Both user advisory 20 (position out of range) and user advisory 45 (not at home position after power-on/re-start) faults were observed to have occurred on the reported event date of (B)(6) 2013. Based on the investigation results, the driveshaft being out of its home position was identified as the cause of the reported ua 20 and ua 45. Upon resetting of the driveshaft back to its home position, the device passed all testing criteria.

Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed user advisories ua 45 (not at "home" position after power-on/restart) and ua 20 (position out of range) messages. In addition, customer indicated that attempts were made to resolve these issues, however they were unsuccessful. There were no reports of any patient involvement. No further details were provided.